Event description:
The customer reported that the monitors would not come on after the system was booted up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe power supply was replaced. The system was tested and found to be working as intended and put back into service.